Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the left ventricular (lv) lead and the right atrial (ra) lead exhibited possible intermittent undersensing., the leads remain in use. No patient complications have been reported as a result of this event.